Manufacturer narrative:
Upon receipt from our post market quality assurance laboratory, memory corruption was noted during initial testing. Upon further analysis technicians observed a rattling noise when shaking the device. This caused an additional reset to occur. Testing confirmed that dropping this device caused the accelerometer beam to break resulting in memory corruption. No further testing was performed given the condition of the internal components.

Event description:
Boston scientific crm received information that this pacemaker was inadvertantly dropped when the field representative was passing the device to the physician. The device was never implanted in the patient. The device was eventually returned for standard analysis and during initial testing, a system reset and memory corruption was noted. The device will be exposed to additional testing to determine the root cause for the system reset and memory corruption.